Event description:
Moses fiber was removed from packaging and engaged with the laser, with settings of 5j and 10 hz totaling just 5 watts. Immediately there was a clicking sound from the fiber and it was not effective. The moses laser was turned off and rebooted. Another fiber was exchanged and worked well. It was later noted that the original fiber was broken at the hub. No harm came to the patient or staff members and the manufacturing representative was notified. A photo of the fiber and packaging was sent to the rep for credit, however the device was discarded before it could be saved by clinical engineering for investigation. It was also noted that this is the second time this has happened within the last few weeks. The rep is tracking lot numbers. Manufacturer response for laser, fiber, lumenis moses fiber 200 (per site reporter). The sales rep was notified and is tracking lot numbers in case this occurs a third time.